Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will continue to monitor its vigilance systems for any developing trends. This document represents the initial and final report.

Event description:
Procedure performed: lap ileocecal resection. Laparoscopic ileocecal resection was performed at 17.00 pm. Eb010 was used to seal blood vessels located in the mesentery periferal from its organ. Procedure went well, no incidents during the procedure. Hemostasis was good. Patient had no comorbidities. No inflammation of the tissue was seen. Patient uses anti hypertension medication. No anti coagulation was given during the procedure. At 21:00 pm the patient was taken to the or because there seemed to be a bleeding. During the reoperation it was noticed that all blood vessels that should have been sealed were open. The surgeon stated that they were able to look right into the blood vessels. The patient lost 3,5 liters of blood. The surgeon had to oversew all blood vessels. It was a very critical situation, but they managed to stabilize the patient. The surgeon states that it's difficult to link the bleeding directly to the failure of voyant, but because he noticed more bleeding during other cases that week he began to doubt the sealing capacity of voyant. Additional information received from tm on oct26 regarding additional questions from cd; the bleeding came from artery or vein of the ileo-colica, peripheral from its origin. The patient didn't have any hypertension. Patient status: they managed to stabilize the patient.